Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient had elevated cardiac troponin (ctni). In (B)(6) 2018, the patient presented with unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) extending up to distal rca with 90% stenosis and was 24mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 24mm promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. On the next day, the patient was noted with rise in troponin c. No action was taken to treat the event. Two days after, the patient was discharged. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is cause not established.